Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found the probe unit and jaw completely broken off. The missing probe unit and jaw were not returned for evaluation. The missing probe portion measured approximately 23mm in length. The teflon pad was inspected and found to be totally missing resulting in metal exposure. There was no evidence of use as no thermal damage or biomaterial was noted. There were dents, scratches and impressions left on the distal end of the device due to possibly contact with a metal object. The device buttons were noted to be sticky with some discoloration and were not working properly. Based on investigation findings, the damage on the handpiece distal end is most likely due to over tightening with excessive force, and using incorrect torque wrench. Also the discoloration on the handpiece¿s buttons can be attributed to steam sterilization (autoclaving) due to the transducer being attached during reprocessing, which could have contributed to the reported complaint. The instruction manual warns the user ¿the transducer should be disassembled from the thunderbeat handpiece prior to reprocessing.¿ the device will be sent to the OEM for further investigation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, the instruction manual warns users ¿if the surface of the transducer is cracked, scratched, broken or deformed, current leakage from the damaged part may burn the operator or patient. If the surface is damaged, stop using the transducer and contact olympus." Olympus followed up with the user facility via telephone and writing to obtain additional information regarding the reported event but with no result.

Event description:
The user facility informed olympus that at the conclusion of a therapeutic c-section with salpinjectomy procedure, the device would not unscrew from the transducer causing the plastic casing around device and its probe tip to break off. It was reported that multiple unsuccessful attempts were made to disassemble the instrument utilizing the transducer stabilizer and the torque wrench. It is unknown if any device fragment fell into the patient. The intended procedure was completed with the same device. There was no user or patient injury reported.